Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11 corrected fields - b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to confirm the issue. The fse isolated to the display cable and was able to clean and reseat the cable. This corrected the reported failure and the unit [assed all functional and safety checks and was able to be returned to the customer.

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) had flickering screen. There was no patient involved.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failure observed by end user during routine check ¿screen flickering¿. Observed failure on power up and isolated to display. Patient not involved. No harm.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation. Additional point of contact: (B)(6).